Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose dropped to 46 mg/dl. The customer was unable to troubleshoot but the blood glucose was brought up to 212 mg/dl. The insulin pump was not replaced or returned for analysis.